Event description:
It was indicated later that the patient did not have a replacement of the lead. It was noted that 1st stage 2 was on 2013-(B)(6). It was reported that later that the device was not replaced. The patient was scheduled for a procedure and then she cancelled. The device did not stop working it was just finicky and needed adjusting. It was indicated that patient was seen on the day of this call. .

Event description:
Additional information received reported that the cause of the event was that the device stopped working and the event was attributed to the lead. The lead issue was unknown and the issue was the right s3 placement of the lead. It was noted that the event was not due to the programmer or programming. Surgical intervention of replacement occurred on (B)(6) 2013. It was reported that the patient did not require hospitalization due to the event and the patient outcome was no injury.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown_lead, serial# unknown, product type: lead (B)(4).